Event description:
A malfunction was reported on the pump by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support again if the issue reappeared.